Manufacturer narrative:
On (B)(6) 2016, an fse visited the customer site to address the reported event. The fse inspected the det table and noticed it binding, finding a cup stuck under the cover. He then removed it and cleaned the table and x and y pickup arms. He then ran the daily check, which passed, and the customer ran quality controls (qc) on all assays which passed well within the customer's lab qc range. The aia-2000 instrument was working as intended. No further action was required by field service. The most probable cause of the reported event was a cup stuck n det incubator. A 13-month complaint and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2015 through (B)(6) 2016. There was one (1) similar complaint identified during the searched period. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported substrate background failure with their aia-2000 analyzer. The customer was unable to run lh and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lh and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.